Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complaint, during preparation, the balloon would not inflate evenly and appeared lopsided. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender and weight are unknown. (B)(4) for the reported event of balloon material deformed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the complaint device found no damage to the catheter portion of the device. The balloon was inspected and inflated using the syringe enclosed and no defects were noted. The balloon inflated evenly and it was found to be concentric. The reported defect of balloon irregular shape was not confirmed. The balloon was able to be inflated without any issues or defects. Handling of the device outside of the patient could have caused inflation difficulties with the device. Therefore, the most likely root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicated the balloon shape was uniform, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complaint, during preparation, the balloon would not inflate evenly and appeared lopsided. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.